Event description:
Customer reported that the insulin pump alarmed button error during bolus and the buttons were unresponsive. Customer also mentioned receiving a failed battery test alarm. Customer's blood glucose reading at the time of the call was 168 mg/dl and stated that the high reading was due to drinking coffee and not treating. No further information reported.

Manufacturer narrative:
Intermittent button response and button error alarm due to corroded keypad traces. Unable to prime during prime/a33 alarm tests due to slightly loose drive support disk. Insulin pump passed displacement and basic occlusion tests. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. Pump was monitored. All operating currents tested within spec range. No failed battery test alarms noted. Cracked reservoir tube lip, minor scratches on display window, missing address/serial number label and missing end cap sticker noted during visual inspection.